Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted the connection between the tubing and the male luer had been separated. The reported condition was verified. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a catheter extension set had its tubing separate from the male luer. There was no patient injury or medical intervention associated with this event. No additional information is available.